Manufacturer narrative:
Due to additional information received, this supplemental report is being submitted for the updated field describe event or problem (b5), in section b - adverse event or product problem. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received. Correction to the initial MDR in block(s) MFR site facility name, MFR site address 1, MFR site city, MFR site zip/post code, MFR site country (g1), in section g - all manufacturers.

Event description:
It was reported that a hematoma and dissection had happened. Procedure was cancelled. It was reported that versacross connect laac access solution selected for use. During procedure, access was obtained, and a partial dose of heparin was administered. The trusteer and versacross devices were advanced to the superior vena cava (svc), and the sheath was positioned on the septum and verified via tee. While in bicavial tenting was noted inferiorly and then while watching in short access with tenting in the middle of the septum the radio frequency was activated and versacross rf wire advanced. Immediately bubbles were noted in the aorta. There were a couple small bubbles in the left atrium (la), and a lot in the aorta. Procedure was paused and the imager was looking for the rf wire without dilating with the sheath. A flicker of wire in the aorta was noted. Heparin was reverse and the devices were pulled back. Then, the imager noted a small hematoma on the aorta, which was observed for 10 minutes while closing the groin and prepping to move to CT. The hematoma did not grow, patient vitals remained stable. There was found to be a small dissection flap and the patient was brought to surgery for repair. A pericardial window performed to suture the dissection plane on the aorta the procedure was cancelled, and patient is hospitalized and expected to fully recover. The device is not expected to return for analysis as disposed. It was further reported that the patient has been discharged on (B)(6) 2025. The patient was hemodynamically stable when complication noted. No physical damage observed in the device prior to the procedure. The patient did not suffer from any health issue prior to the procedure that could have led to the adverse event.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received. Good faith effort attempts to try and retrieve additional details regarding the reported event are in progress, but further information was unable to be obtained. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a hematoma and dissection had happened. Procedure was cancelled. It was reported that versacross connect laac access solution selected for use. During procedure, access was obtained, and a partial dose of heparin was administered. The trusteer and versacross devices were advanced to the superior vena cava (svc), and the sheath was positioned on the septum and verified via tee. While in bicavial tenting was noted inferiorly and then while watching in short access with tenting in the middle of the septum the radio frequency was activated and versacross rf wire advanced. Immediately bubbles were noted in the aorta. There were a couple small bubbles in the left atrium (la), and a lot in the aorta. Procedure was paused and the imager was looking for the rf wire without dilating with the sheath. A flicker of wire in the aorta was noted. Heparin was reverse and the devices were pulled back. Then, the imager noted a small hematoma on the aorta, which was observed for 10 minutes while closing the groin and prepping to move to CT. The hematoma did not grow, patient vitals remained stable. There was found to be a small dissection flap and the patient was brought to surgery for repair. A pericardial window performed to suture the dissection plane on the aorta the procedure was cancelled, and patient is hospitalized and expected to fully recover. The device is not expected to return for analysis as disposed.